Event description:
Customer reported a malfunction with a code identified as malf 15 on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.